Event description:
During transfer of pt to bed, one bolt snapped and another bent, causing trolley to tilt. Two nursing assistants suffered muscle strain from attempting to keep the pt from falling, pt was uninjuried. Two persons involved.